Event description:
It was reported to philips that upon powering up the heartstart mrx defibrillator the device exhibited a battery alarm. There was no reported patient impact or injury.

Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete. Reporting institution name: (B)(6) hospital (B)(6).

Manufacturer narrative:
This report is based on information provided by the philips authorized service provider (asp) and has been investigated by the philips complaint handling team. Philips received a complaint regarding the heartstart mrx defibrillator, which indicated that the device had a battery alarm during power-on. Available details indicated that the battery alarm was due to a battery failure. The customer replaced the battery, and the device was returned to full functionality. The device remains at the customer site, and no further evaluation is warranted at this time. Based on the information available, the reported issue was caused by a defective battery. Further root cause was not determined. The reported problem was confirmed. Based on the information available and results of additional analysis, no further action is necessary at this time. The device was operational after repairs were completed. It has been concluded that no further action is required at this time. If additional information is received, the complaint file will be reopened.